Event description:
On (B)(6) 2011, pt reported when he used the infusion set for the first time, the cannula kinked. Pt stated he inserts the infusion set manually. Pt reported he inserted the infusion set on (B)(6) 2011 and then on (B)(6) 2011 he had a blood glucose reading of 600 mg/dl. Pt stated he removed the cannula and it was bent. Pt reported he noticed insulin leaking at the infusion site. Pt's target blood glucose level is below 120 mg/dl. Pt had discarded the infusion headset. Pt stated there were no alerts or errors displayed. Pt reported he sometimes reuses the insulin cartridges. Advised pt this is not recommended. Pt stated he has had a decrease in physical activity due to his blood glucose level and has missed work. Pt reported upon removing the bent cannula and inserting another infusion headset, his blood glucose lowered. Replacement product was sent; no product return was requested.